Event description:
The patient claimed the animas insulin pump has a history setting issue. According to the reporter, the pump memory does not show anything except one occlusion alarm. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the history setting issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box showed normal usage alarms and warnings. One suspend was noted in the black box on the reported event date. The pump was exercised for 24 hours with no self-suspends occurring. The keypad was tested and was confirmed to be working appropriately; the keypad was removed and no button contact defects were found. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.